Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. The heartmate ii lvas left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Multiple organ failures and death are listed as adverse events that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020 due to multi-system organ failure (msof). Additional information was requested but not provided.